Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia in aortic position. During the procedure, a balloon rupture caused an avulsed iliac, resulting in fatal uncontrolled bleeding. Additionally, an annular rupture was successfully sealed with coils. As per follow-up with the fcs, the balloon rupture was noticed during inflation. In response, the balloon was pulled into the sheath, causing it to come apart. A surgical cut-down and hemostats were used to remove the balloon material from the cfa. No difficulties were encountered during delivery system insertion through the sheath, but withdrawal difficulties occurred at the tip of the sheath with the middle marker in the tip of the sheath. Ultimately, the delivery system and esheath were surgically removed. The perceived root cause of the balloon tear was attributed to stj calcium. The right iliac was repaired with two overlapping stents and the iliac injury was resolved for the moment. The avulsed iliac was believed to have resulted from the withdrawal difficulty during sheath removal due to the ruptured balloon remaining outside the tip. Withdrawal difficulties contributed to the complication, requiring additional blood transfusions. The reported annular rupture occurred during post dilation with a non-edwards true balloon which was inserted in the (non tavr access site) left groin. The reporter did not allege any deficiencies in the ew devices related to the annular rupture. The post dilation was required as the valve was not fully expanded due to the balloon burst. This post dilation/annular rupture was occurring at the same time as the right iliac injury repair and bleeding. The patient was placed on ECMO for hemodynamic support as the patient was still losing volume. Despite all of this, a successful coiling of the rupture from the left access was performed. The team then imaged the right groin where it was noticed the two overlapping stents had separated. The root cause of this separation is unknown. Blood transfusions were administered throughout the procedure, including blood from a cell saver. The provided device-related photos and 3mensio imaging were reviewed. The 3mensio images indicated calcification in the landing zone. The ds balloon appeared to have ruptured both radially and longitudinally, with the distal tip and balloon material separating from the delivery system. Additionally, the balloon material was inverted over the nose tip, and the balloon spring was elongated.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Manufacturer narrative:
A supplemental report is being submitted to provide related report number. Updated b4, g3,, g6, h2, h10, and h11.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed the following: the balloon appears to have burst radially and longitudinally with distal-tip and balloon material separated from the delivery system, the balloon material was inverted over the nose tip, and the balloon spring was elongated. 3mensio shows calcification in the landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the imagery review. Available information suggests patient factors (calcification) likely contributed to the event as 3mensio shows calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaints for difficulty or inability to withdraw system through sheath, distal tip separation, and balloon separation were confirmed based on the imagery review. Available information suggests procedural factors (withdrawal of burst balloon, device manipulation) likely contributed to the events. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In such a condition, applying additional pull force or manipulating the device to overcome the withdrawal difficulty can lead to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.